Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies) and spinal pain. The consumer reported poor communication. The consumer reported that the device wasn¿t working. The consumer couldn¿t get the remote to work about a month ago and the patient could turn the ins on by using the recharger. The consumer reported that the on the morning of the call, the patient used the recharger and couldn¿t get it to turn on. Th consumer reported that the patient programmer (pp) showed ¿nothing.¿ the consumer didn¿t look at the pp, but the patient told him ¿I cannot get anything.¿ the consumer reported that the patient had no tried using the recharger for about a month or so. The consumer reported that he talked to a manufacturer¿s representative (rep) who told him to unplug the cord and use the pp without the antenna. The consumer reported that he tried and it didn¿t work. The consumer wasn¿t able to confirm what exactly came up on the pp. The patient later reported that she felt no stimulation. The patient didn¿t know the last time she was able to successfully recharge. The patient confirmed the recharger showed the reposition antenna screen and the pp showed poor communication. The patient reported that the recharger showed the battery showing it was almost full and a plug. The patient was redirected to their healthcare provider (hcp) to address the possible overdischarge. Additional information was received from the patient on (B)(6) 2018. The patient reported that the circumstances that led to the device not working, not turning on, not feeling stimulation and poor communication was that it wouldn¿t turn on. The patient reported that they met with a manufacturer¿s representative (rep) to attempt a jump start. The patient reported that the issues were resolved and he was very disappointed. No further complications were reported.